Manufacturer narrative:
Investigation summary; sample inspection: an external and internal inspection of the customer¿s incident pump identified the male and female iui with signs of unidentified film contaminants on the connector contact pins and connector dried white residue. The two front rubber feet were missing. The bezel date code was noted mar 2019. The ail assembly was noted with a meggitt ail s/n (B)(6), having a manufacturing date of june 2019. No other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: results from a review of the logs identified the reported norepinephrine infusion event time frame on (B)(6) 2021 between 5:34 pm and 7:28 pm after the source pump completed a prior infusion, changing the state to kvo (keep vein open). At 5:34 pm, the reported norepinephrine infusion, consisting of the following parameters was started. Pt wt: 93.4kg; drug amount: 16mg; diluent vol: 250ml; dose: 0.4mcg/kg/min; rate: 35.025ml/h; vtbi of 100ml; the primary volume infused (pvi) was noted as 473.651ml. The dose was changed approximately 10 minutes later to 0.45 mcg/kg/min. This updated the rate to 39.4031ml/h. At 6:06 pm, the dose was changed again to 0.4 mcg/kg/min which updated the rate to 35.025ml/h . At 7:20 pm an accumulated air in line alarm was exhibited where the user reset the alarm and the infusion was restarted. Between 7:23 pm and 7:27 pm, (3)three air in line alarms were exhibited and the infusion was restarted. During this time, three flo stop open alarms were also exhibited; however only the first event showed the door being opened prior to the alarm. At 7:27 pm the pump was channeled off and the unit was removed, recording a pvi of 539.098ml. The reported flow blocked alarm believed to be associated to a pump chamber blocked was identified in the logs; however, it was recorded at 3:52 pm instead of the reported time of 7:27 pm on (B)(6) 2021. Test results: a timed rate accuracy test identified the pump failing for rate accuracy, showing the pump under infusing. However, this appeared to be an incidental issue and was associated to the pump module being out of rate calibration, with a vpmr initially observed at 174l. Results from the air in line threshold test method demonstrated the customer¿s pump module successfully passing single air bolus detection and accumulated air detection testing. Test methods: testing was performed per the timed rate accuracy. Device history review: a review of the device history record showed the device had a manufacture date of 07/31/2019. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Root cause analysis the probable root cause of the customer¿s experience with a delayed infusion was most likely related to the user experiencing an accumulated air in line alarm event, following several additional air in line alarms events after attempts to restart the infusion. The pump module was in specification for single and accumulated air in line detection. Investigation conclusion the customer¿s reported complaint of an infusion delay of norepinephrine was not replicated during testing. However, it is believed that during the time of the reported incident, the users attempted to rectify events for accumulated and single air in line alarms resulting in the delay of the reported infusion. Based on log analysis results, the reported infusion time frame was between 5:34 pm and 7:28 pm on (B)(6) 2021, after the source pump completed a previous infusion. The pvi was noted 473.651ml. The user experienced an accumulated air in line alarm at 7:20 pm and was reset followed by the user restarting the infusion. Between 7:23 pm and 7:27 pm, (3)three air in line alarms were exhibited and each infusion was restarted. During this time, three flo stop open alarms were also exhibited. Timed rate accuracy testing showed the pump module out of rate calibration; however, this was not found to be associate to the reported incident. Results from our air in line threshold test method demonstrated the unit is operating within specifications.

Event description:
It was reported that the infusion ended up being delayed. The intended programming was norepinephrine 16 mg/250 ml, 0.4 mcg/kg/min, rate 35 ml/hour, no duration as it¿s a continuous infusion it was reported the module alarmed for cumulated air and they tried to address that between 1920 and 1927. Then they encountered a flow blocked alarm at 1927, where they moved tubing to a different module at 1928 to infuse at the same dose/rate. The infusion ended up being delayed at 1933 because the patient¿s blood pressure increased. The nurse reported the tubing appeared collapsed when removed from the module and then expanded prior to loading in new module. The pump and module were sequestered, but tubing not saved. When customer was asked "did the patient require medical intervention or receive treatment to counteract the event?" , they reported "increased blood pressure requiring delay of infusion until hemodynamics stability or order parameters reached". Patient harm is unknown. It was later clarified that the patient's blood pressure was dropping around 1730 and the nurse was increasing the norepinephrine with no change in the blood pressure. With no change in the blood pressure, the nurse administered vasopressin and fluids. Later in the evening, right after shift change, the pump alarmed and that is when the tubing was changed to a new pump and was found to be collapsed. The infusion was working well the rest of the night.

Event description:
It was reported that the infusion ended up being delayed. The intended programming was norepinephrine 16 mg/250 ml, 0.4 mcg/kg/min, rate 35 ml/hour, no duration as it¿s a continuous infusion it was reported the module alarmed for cumulated air and they tried to address that between 1920 and 1927. Then they encountered a flow blocked alarm at 1927, where they moved tubing to a different module at 1928 to infuse at the same dose/rate. The infusion ended up being delayed at 1933 because the patient¿s blood pressure increased. The nurse reported the tubing appeared collapsed when removed from the module and then expanded prior to loading in new module. The pump and module were sequestered, but tubing not saved. When customer was asked "did the patient require medical intervention or receive treatment to counteract the event?" , they reported "increased blood pressure requiring delay of infusion until hemodynamics stability or order parameters reached". Patient harm is unknown. It was later clarified that the patient's blood pressure was dropping around 1730 and the nurse was increasing the norepinephrine with no change in the blood pressure. With no change in the blood pressure, the nurse administered vasopressin and fluids. Later in the evening, right after shift change, the pump alarmed and that is when the tubing was changed to a new pump and was found to be collapsed. The infusion was working well the rest of the night.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, additional patient information not provided. Although requested, the affected device has not been received.

Event description:
It was reported that the infusion ended up being delayed. The intended programming was norepinephrine 16 mg/250 ml, 0.4 mcg/kg/min, rate 35 ml/hour, no duration as it¿s a continuous infusion it was reported the module alarmed for cumulated air and they tried to address that between 1920 and 1927. Then they encountered a flow blocked alarm at 1927, where they moved tubing to a different module at 1928 to infuse at the same dose/rate. The infusion ended up being delayed at 1933 because the patient¿s blood pressure increased. The nurse reported the tubing appeared collapsed when removed from the module and then expanded prior to loading in new module. The pump and module were sequestered, but tubing not saved. When customer was asked "did the patient require medical intervention or receive treatment to counteract the event?" , they reported "increased blood pressure requiring delay of infusion until hemodynamics stability or order parameters reached". Patient harm is unknown. Although requested, further information not provided.